Event description:
Healthcare professional reported "device migration/implant malposition", "correction of asymmetry" and "ptosis" via national breast implant registry. This record is for the left side. The device has been explanted without replacement. Unknown if device will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration.